Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 26, 2007. The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available. This report represents all information known to the reporte at this time.

Event description:
The facility reported a pump that turns itself on and off (unintended shutdown). It is unknown when the evenet occured. There was no patient injury or medical intervention according to the hospital representative. No additional information is available.